Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to observation for heart and high blood glucose on (B)(6) 2019 with blood glucose of 700 mg/dl. The customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they were not using auto mode feature. Customer stated that the infusion set had bent cannula. The device will not be returned for analysis.